Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that the patient had tremendous amount of pain and had to the ER by ambulance. Patient said the pain was so terrible her could not operate his legs. Patient said the nerves were shooting, it felt like he was getting electrocuted and he could not control his legs. Patient said it was not as bad as last wednesday ((B)(6)2017) but he was still having effects a week later after being on steroids. Patient said one answer could be inflammation. Patient said he called the pain management clinic and they could not talk to or see him. He couldn't get an answer from his neurosurgeon and his primary care doctor said to call his pain management doctor. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer. It was reported that the patient received a follow up letter. They stated they still had the same issues and restated the issues regarding their legs getting electrocuted. They noted that the electrocution ceased after they went through withdrawals. No further complications reported.